Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to flatten dome switch on the act button (creased). The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 120 mg/dl. Nothing further reported.